Event description:
Pt scheduled for av fistula on right forearm. While doing anastomosis, the needle (gore suture #8) without the thread accidentally flew away from the surgeon's needle holder. Or protocol for missing needles was followed. Surgeon and the or team aware, or director informed and search for missing needle was done. Unable to locate needle on operative field or in the patient. Xray taken and surgeon spoke to the radiologist. Results clear.